Event description:
There was excess weight removal after a dialysis treatment. The pt became hypotensive and the blood pressured dropped. No saline was given.

Manufacturer narrative:
During a dialysis treatment, there was excess weight removal reported. Pt became hypotensive, unresponsive, and reported sharp abdominal pain. Facility administered 1100 cc of saline, in addition to rinseback of blood tubing set. Treatment was terminated early and pt kept for observation. Pt is currently reported as okay. A mes (medical equipment svc) tech examined machine and replaced balance chamber valves and dump valve. A review of dtf history does not apply. A review of cpf history for specific serial number machine does not indicate that this has been a recurring condition since this machine was released to field. A secondary search of dtf history for this product is not possible. Indentification of production equipment (n/a if not used): dmm hj4399. Pressure meter hk 15404. Test procedure followed: qara-146 sect. 9.0, revision: h. Test results/analysia and data recorded: mes tech replaced balance chamber valves and dump valve. Balance chambers were returned on 3/11/97 for investigation. Returned balance chambers valves were visually examined. All of valves were checked with an ohm meter and were okay. Vendor specification for solenoid is 60 ohms +/- 1.5 ohms at 20 degrees c. All of valves were within specification. Balance chamber valves were pressurized to 1200 mmhg. Using a syringe and a pressure meter. Two valves leaked and could not be pressurized to more than 100 mmhg. A leaking balance chamber valve could lead to uncontrolled weight removal, depending on location of valve on balance chamber. Since balance chamber valves were returned in a bag, unnumbered, it is unk for certain which position this valve is from. Since complaint condition is consistent with excess weight removal and identified valve failure could cause excess weight removal, it will be assumed that this is cause of incident. Failed valves would normally be returned to vendor for further analysis. Vendor has previously stated valves returned for investigation should not be disassembled prior to shipment to vendor for analysis. However, since vendor would not receive valves for investigation, further investigation was performed by MFR. Valves were installed into lab machine and autotest was performed. Machine failed after 4 minutes and ultrafiltration test failed was displayed on screen. Valves were disassembled and it was seen that there was precipitate on rim of housing, where plunger seats to seal valve. Cause of leakage was precipitate, which prevented plunger from seating fully. Incident in this report was caused by leaking balance chamber valves. Precipitate inside valve hosuing caused plunger not to seat, causing leak. This issue will continue to be trended as part of gambro healthcare corrective action system and management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined and documented in this corrective action review process.